Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the catheter afapro28 afa pro 28, the patient experienced continuous ventricular fibrillation. Electrical cardioversion could not be maintained, and persistent ventricular fibrillation occurred throughout the procedure. As a result, the procedure was aborted. The patient sustained a temporary injury and required extended hospitalization for three days. After the procedure, the patient was transferred to the critical care unit for observation, and at present, ventricular fibrillation recovered. No further patient complications have been reported as a result of this event.